Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis the reported issue was not verified. Service replaced the printed wire assembly (pwa) as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump depleted battery fast. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.